Event description:
I am an insulin dependent diabetic. I got a new box of syringes from my pharmacy, as I had used up the last box. I am having a very hard time removing the caps on this lot of syringes. My daughter (who is an emt) is also having great difficulty removing the caps so much force is needed. I have stuck my finger a few times trying to remove the cap.